Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 37761, serial# (B)(4), product type: recharger. Product ID: 97754, serial# (B)(4), product type: recharger. The patient was in the (B)(6) during this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient implanted with an implantable neurostimulator (ins) for spinal pain and failed back surgery syndrome. It was reported that the recharger was not charging, an empty battery was seen when plugging the recharger into the desktop charger. The connector pin was damaged and broken due to it being plugged in upside down into the recharger, the white arrows did not match up. The desktop charger¿s green light was on. This issue started around new years. The recharger battery was depleted. The patient was currently in severe pain and cannot walk right. These problems started two days before christmas, and the patient ended up in the hospital. The reported inquired if the ins could be dislodged. Additional information was received from the consumer clarifying that the ins had been working perfectly until the recharger issues started. When the ins was originally implanted the patient experienced pain, but this was resolved through programming. The pain has now returned. The patient was unable to get an MRI to diagnose any issues. A replacement desktop charger was received but was unable to charge the recharger and believed the recharger was broken. The patient was in the philippines and troubleshooting was not possible regarding the ins recharging and no resolution was known. No further complications were reported or anticipated.